Manufacturer narrative:
Pr#: (B)(4).

Event description:
The field service engineer (fse) reported that during preventative maintenance the unit would not power up with battery disconnected. Ac power plugged in. The fse reported the unit was not in use on patient.